Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an alert due to an impedance jump to > 200 ohms, two months previously. There is also reported intermittent oversensing and loss of capture, both while tested in unipolar and bipolar. The lead was capped and replaced. No patient complications were reported as a result of this event.